Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated falsely elevated platelet (plt) results on 3 patients processed on the cell-dyn emerald. Patient 1 generated cell-dyn emerald plt = 68 10^3/ul but repeated at the hospital lab plt = 6 k/mcl. No specific patient information was provided for patient 1. Patient 2 generated cell-dyn emerald plt = 55 10^3/ul but repeated at the hospital lab plt=4 k/mcl. No specific patient information was provided for patient 2. Patient 3, ID 11003, had 3 samples. Sample 1 on (B)(6) 2014 generated cell-dyn emerald plt = 42 10^3/ul but repeated at the hospital lab=18 k/mcl. Sample 2 on (B)(6) 2014 generated cell-dyn emerald plt = 37 10^3/ul but repeated at the hospital lab=15 k/mcl. Sample 3 on (B)(6) 2014 generated cell-dyn emerald plt = 55 10^3/ul but repeated at the hospital lab=10 k/mcl. No impact to patient management was reported for the 3 patients.

Manufacturer narrative:
The investigation team reviewed the customer issue and submitted data. Several observations were made which could not be eliminated as contributing factors for the difference in platelet results between the cell-dyn emerald and the non-abbott analyzer. The cell-dyn emerald platelet test results were taken from patients with known pathological diseases such as acute myeloid leukemia which have interfering substances and conditions. No calibration correlation studies were performed between the cell-dyn emerald and the non-abbott instruments. Based on the customer information, the true platelet values for these patients were unknown. The differences in instrument calibration affecting platelet results cannot be eliminated. The advia analyzer has different technologies and reagents than the cell-dyn emerald analyzer. The differences in technology, reagents and maintenance affecting the differences in platelet results cannot be eliminated. Review of submitted data indicated results for other major parameters except platelet, correlated between cell-dyn emerald and advia instrument. The cell-dyn emerald rbc counting head, was cleaned, lubricated, and reinstalled as part of troubleshooting. Per the customer complaint text, quality control, background and precision are all within specification. This suggested that the cell-dyn emerald, was performing as designed. The cell-dyn emerald system operator's manual, under subsection, interfering substances and conditions, provides additional information related to the complaint. Based on the investigation which included review of product historical data and product labeling, it was concluded that the complaint issue were sample specific involving pathology samples with interfering substances and conditions which affected sample processing. A product deficiency was not identified for the cell-dyn emerald system.

Event description:
Two additional patients generated falsely elevated cell-dyn emerald platelet results compared to another method. (B)(6). Patient ID (B)(6), has acute myeloid leukemia. No impact to patient management was reported for ID (B)(6).